Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the patient was using an electronic foot massage unit at the time of the high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.